Manufacturer narrative:
The customer stated no samples available for return. No photos taken of the leaking nebulizer, therapists disposed of them after the treatments. Multiple occurrences reported by various therapists of leaking medication from the nebulizer, lot numbers the same 0004119713. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the fast neb w/tee adapter, 84" tubing is leaking medication during patient use. The customer confirmed no harm occurred to the patient.